Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review was performed and it was determined that the device use may have caused or contributed to the reported laceration. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
It was reported, lucas 2 device was being used on a patient for chest compressions and it put a 2 inch laceration in the patient's chest.

Event description:
It was reported, lucas 2 device was being used on a patient for chest compressions and it put a 2 inch laceration in the patient's chest.

Manufacturer narrative:
Corrected g3 for reportability awareness date.